Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Pulled through its safety shield after a successful IV insertion. There was no report of injury or medical intervention.

Manufacturer narrative:
One used sample was returned for evaluation. A visual inspection revealed that the returned unit consisted of a fully activated safety device. A functional test could not be performed as the device was already activated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6092602. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.